Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pcu device was left in the biomed department with a note attached that stated "unit has burn hole top left. Front." It was later reported that the customer stated the burn hole was located on the exterior of the device near the left iui connector. There was no report of patient involvement.

Manufacturer narrative:
After review it was determined that this file is a reportable malfunction, and not a serious injury.

Event description:
The customer reported that a pcu device was left in the biomed department with a note attached that stated "unit has burn hole top left. Front." It was later reported that the customer stated the burn hole was located on the exterior of the device near the left iui connector. There was no report of patient involvement.

Manufacturer narrative:
The customer¿s report of a burn hole on the exterior of the device near the left iui connector was confirmed. Visual inspection showed thermal damage at the left iui connector pins 1 and 2. The pcu had thermal damage to the rear case above the area of the iui damage. The gasket was found bunched up at the top of the iui connector. The top body of the iui connector that houses the pins was separating. The exposed pins at the top of the iui connector had contamination / corrosion. Resistance testing at the adjacent pins of the left iui connector showed that the thermally damaged pins 1 and 2 were shorted. Temporary replacement of the left iui connector and ambulating of the system with infusing pump modules attached did not result in a re-occurrence of thermal activity at the iui connector; there were no unexpected errors or alarms. The proximate cause for the thermal damage is the shorted state of the left iui connector at pins 1 and 2. The root cause for the shorted state was not identified; however the body of the left iui connector had physical damage of separation with pins exposed with contamination / corrosion. The left iui connector had been replaced at some time by the customer. The gasket was found bunched up at the top of the connector which would not have provided a good seal. The body of the connector was found separating at the top exposing pins. The evidence suggests fluid ingression at the left iui connector had occurred.

Event description:
The customer reported that a pcu device was left in the biomed department with a note attached that stated "unit has burn hole top left. Front." It was later reported that the customer stated the burn hole was located on the exterior of the device near the left iui connector. There was no report of patient involvement.